Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider regarding a patient receiving morphine, dose and concentration not reported, via an implantable pump. The indication for use was spinal pain. Other concomitant medications were hydrocodone and trazadone. The healthcare provider requested compatibility guidelines regarding an MRI. The patient was found unresponsive in their home and was admitted to the hospital. The patient was currently intubated. Per the healthcare provider the patient had a seizure and an MRI of the brain was being done to determine the cause of the seizures. The symptoms were reported to be sudden. The healthcare provider stated he believed the patient has had a seizure in the past. The results of the MRI, the cause of the seizures, actions and interventions and outcome not reported. Further follow-up was being conducted to obtain information.